Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014; 6947 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient possibly received a shock from the cardiac resynchronization therapy defibrillator (crt-d) for an atrial arrhythmia with rapid ventricular response. It was also reported that the right atrial (ra) lead exhibited oversensing, undersensing, low p-waves and high thresholds. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ra lead had exhibited a progressive rise in thresholds. The lead was capped and replaced. The patient is a participant in a clinical study.

Manufacturer narrative:
Corrected information: sex, and date of birth. If information is provided in the future, a supplemental report will be issued.